Event description:
Medtronic received information that prior to use of a bio-console 560 controller instrument, it was reported that the ac power failure button error appeared on screen. Customer was unable to clear the error, and the power cord icon also shows yellow. The instrument was replaced. There was no patient involvement, so no adverse effect occurred. Medtronic service was contacted to provide location of the issue on the device. This is a ge biomed account, and they do not pay for field service calls. No service was performed. No further action required.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.